Event description:
The customer reported to customer service on (B)(6) 2011 that her breast pump had low suction and was not emptying her breasts. Her sister has an older model breast pump and in comparison, it sounds better and works stronger. At that time, customer service completed troubleshooting over the phone with the customer and indicated that the pump appeared to be working; the customer's nipples were moving in and out of the breast shields. The customer was advised to continue pumping and call back if she has any issues or concerns going forward. The customer was advised against using a second hand pump. On (B)(6) 2011, the customer called again, indicating that the pump is making a "tinking" noise, like something is loose, and is not emptying her breasts and she is becoming engorged. The customer visited her doctor because of a 104 degree fever and was put on antibiotics because she was "close to mastitis."

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that the replacement pump is working without issue. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation." (Riordan and wombach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. Based on the fact that the pump tested to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Evaluation summary: the pump was visually examined and the following were noted: pump type: pump in style. Manufactured on 06/28/2011; circuit board medela part #9007040e; software version 5.2; manufacturer part # w541; lot code 1143(1). Transformer voltage was tested and found to be within specification. Vacuum levels and cycle rates were measured (note: the pump ran for 30 seconds before any measurements were taken). Per the user's complaint of the pump making a "tinking" noise, the pump was monitored while collecting the vacuum and cycle data and no unusual sounds were noted. The pump functioned properly throughout the experiment. Note 1 - vacuum and cycle rates were measured using medela part number 700.2020 - vacuum/cycle fixture (ID# (B)(4)); calibrated weekly.